Manufacturer narrative:
The correct catalog number is 14324-97. (B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The is unknown whether or not the affected load was reprocessed or released for use there was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Upon follow-up, the customer clarified the issue was not with a suspect positive bi, but instead stated the issue was in regards to whether their chemical indicator strip was changing color correctly since the color was lighter than usual. After reviewing the comparator bar, the customer self-identified their ci strip changed correctly. Therefore, there is no issue with a suspect bi or a ci strip. Based on the additional information provided by the customer, this event is no longer considered a reportable event.